Event description:
The user facility reported fluid stop flowing during vitrectomy. They changed disposable products and the handpiece and confirmed it is not a handpiece issue. Once they switched out the products they closed out of the current procedure on the screen and start a new one. It took about 10 minutes of troubleshooting. The patient was under general anesthesia and did not receive additional anesthesia time. By the time the infusion line was reestablished, there was bleeding and the procedure needed to be stopped. After following up with the surgeon, it did not sound like there was additional damage to the patient's eye, just that we were not able to complete the surgery. Currently this patient is not booked for another case.

Manufacturer narrative:
The field service technician on site completed a system check and could not replicate issue. The reported issue of fluid flow interruption during vitrectomy ((B)(6)) could not be replicated during subsequent system evaluation. Following replacement of the handpiece, cartridge, and tubing, the team was able to restore functionality by closing the active procedure on the user interface and initiating a new one. This suggests the event was potentially related to a transient system state or software condition during the procedure. No mechanical or hardware failures were identified, and the system operated as intended under normal testing conditions. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.